Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. He product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the broken tip of the nozzle detached from the main body during insertion was confirmed. When injecting the ocular viscoelastic device (ovd), he felt that more ovd was needed than usual. Since there was no problem advancing the iol to the normal position, the product was passed to the physician and inserted into the eye. It felt heavy during insertion. During insertion, the tip of the nozzle split off from the main body and remained in the wound. The iol was implanted without problems using push-pull hook, etc, and the surgery was completed. The damaged part was taken out with an instrument. There has been no patient harm reported. Additional information was provided that the physician was not pulling the plunger. The weight was normal, he cautiously applied force at the end during insertion. A large amount of ovd was used, and it seemed that the ovd leaked from the main body. The physician commented that the main body may have already been slightly detached during injection of the ovd. Additional information was provided that "broken tip of nozzle" refers to split off from the main body during insertion.

Manufacturer narrative:
Product evaluation: the device was returned with the nozzle removed. The plunger has been retracted. A very small amount of viscoelastic is observed on the loading area door. No viscoelastic is observed on the inner rails or the bottom of the loading area. The nozzle placement rails on the barrel are damaged on both sides. The rail on the right side is extremely damaged. There is evidence that the nozzle was seated properly during manufacturing. The nozzle was evaluated. Very little viscoelastic is observed. The right rail is damaged at the back. The left rail is damaged at the front. The nozzle is not broken. The provided photo matches the returned product. The video was reviewed by several company representatives. The device preparation and initial advancement were not shown. The video started with the nozzle tip partially inserted into the incision. The wound guard was not against the eye. As the lens was advanced, the nozzle moved forward in the incision until the wound guard was seated against the eye. There appeared to be difficulty advancing the lens. It appeared pressure was applied with minimal lens advancement. Twenty-four seconds elapsed before the nozzle disengaged. The nozzle was cleaned and topcoat dye stain tested with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported event could not be determined. The device had evidence the nozzle was properly seated during the manufacturing process. Topcoat dye stain testing was conducted with acceptable results. The nozzle and the barrel were damaged. This damage appears to have occurred when the nozzle disengaged during the delivery. The abrupt disengagement observed on the video would also indicate the nozzle was fully seated before the delivery attempt. Review of the video appeared to show advancement difficulty, however this cannot be confirmed. After a protracted amount of time and what appeared to be pressure, the nozzle disengaged from the barrel. The event may be related to inadequate viscoelastic in the device. No issues were found with the nozzle lounger that would have impeded the advancement of the lens in the device. The manufacturer internal reference number is: (B)(4).